Event description:
It was reported that there was a lint piece on the patient interface after suction loss prior to laser. The doctor moved the patient from underneath after touching the eye and there was a large lint on the patient interface. The doctor switched the patient interface and it was fine then. No patient harm. Patient treatment completed.

Manufacturer narrative:
Patient demographics was not provided and is not relevant as the malfunction is not likely to affect a specific group of patients. Device evaluation: a visual inspection of the returned product was performed and no obvious damage/defect was observed. The reported issue could not be confirmed. Functional testing was performed and the reported issue could not be confirmed manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 1146 was not added to the initial report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.